Event description:
Event description guidant received information that the patient presented to the hospital as his heart rate was below the programmed lower rate limit. The patient was otherwise asymptomatic. The pacing system was evaluated and both the atrial and ventricular leads displayed increased threshold measurements. Upon increasing the programmed output for both leads, the gas gauge of the device went from beginning of life (bol) to 75% battery longevity remaining.